Manufacturer narrative:
The two returned reciproc files r25 8/100 25mm 025 are actually broken in the active part (fatigue), or at the tip of the active part (uncertain conditions). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1456621, #1456631, #1456997, #1456620, #1456969, and #1456970). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke during use. The broken piece was not retrieved and was incorporated into the filling.